Event description:
It was reported that this implantable lead was part of the system revision due to infection. No additional adverse patient effects were reported. The implantable lead was explanted.